Manufacturer narrative:
Complaint no.(B)(4). Operator of device unknown. A sample is anticipated but not yet received. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported white flakes were noted in tpn solution pumped into an eva bag. Where in the process the event was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused sample was returned for evaluation. Visual inspection failed to identify the reported issue. The device was found to be within specification the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.